Event description:
Report received of an overdelivery. In 2004, the pump was programmed to deliver "12mun of pitocin in an unspecified amount of solution at a rate of 473ml/hr instead of the intended rate of 72ml/hr." The nurse left the room for "a moment" and when she returned, the fetal monitor indicated that the pt was having tetantic contractions. The infusion was stopped and the physician was notified. The pt was treated with 0.25mg of tebutaline subcutaneously. There were no reported adverse mother or fetal sequelae. Though requested, no additional info was provided.